Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the old wires still needed to be removed and they hadn¿t decided if they were getting a replacement or not. The implant had been removed on (B)(6) 2024.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt is needing MRI. Caller states the scs is not working anymore, caller unable to clarify further, unsure if ins is dead. Caller noted they received an email from a scheduler on 03/07/2024 stating that someone had spoken with a rep  who indicated if the battery is dead it is the same as being in MRI mode - caller looking to confirm this. Additional information was received from the pt. Pt reported they first noticed the ins was not working/was dead 10 months ago. Pt noted the device wasn't holding a charge, then stopped. Pt reported they will be getting a replacement device in one month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.